Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: unexplained power reboots were observed in the black box. The battery compartment was cracked on the side from the threads to the cover. No moisture or corrosion was observed in the battery compartment. The returned battery cap had stripped threads; it was unable to maintain electrical connection. Therefore, the reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hour duration test; no reboots were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the ok key was under responsive. The keypad cover was removed; the ok key contact was observed to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.